Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2014 from a physician (surgeon). This case was cross referred with cases (B)(4). This case concerns a pt (demographics were not provided) who developed gonarthritis after receiving treatment with synvisc injection. No relevant medical history, past drugs, other concomitant medications and concurrent conditions were reported. On an unk date, the pt initiated treatment with intra-articular synvisc injection, at a dose of 2 ml (frequency, batch/lot number and expiration date were not provided) into unspecified location for gonarthrosis. On an unk date, after an unspecified latency period, the pt developed gonarthritis with pain and abasia. Action taken: unk. No corrective treatment was reported. Outcome: unk. Pharmaceutical technical complaint (ptc) was initiated and with global ptc number: (B)(4). Gonarthritis (gonarthritis). Reporting physician's seriousness assessment: serious (inpatient/prolonged hospitalization). Reporting physician's causality assessment: related. Reporting physician's comment: there were 3 cases with similar events attributed to synvisc within 6 months from the start of the use of synvisc at the facility. Pain and abasia developed right after synvisc injection and it required hospitalization. It was suggested that synvisc should not be used for the therapy for a certain time. Additional info was received on (B)(6) 2014 from ptc: investigation summary number (B)(4) was received: the product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of info provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment for fu received on (B)(6) 2014 which does not change the previous assessment of this report. Based on the info provided the role of synvisc cannot be excluded for the event of gonarthritis. However, lack of info regarding pt's medical history and concomitant medications precludes any comprehensive case assessment.